Event description:
The user facility reported a 73-year-old male in st elevated myocardial infarction was implanted with an impella rp device for mechanical circulatory support. It was reported that that the impella rp had an immediate stop. The team attempted to restart and troubleshoot the stoppage. The pump was replaced with a new rp pump and was successfully implanted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. No product was returned. Data logs were reviewed, and high motor current pump stop was observed immediately within 1 minute of case start. The root cause of the pump did not start issue was not determined since product was not returned and data logs were inconclusive.